Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, g4, h2, h3, h6, h11 in addition, the following reportable malfunctions were identified during the device evaluation: the endoscope has a large amount of liquid immersion, there is black water flowing out the device was returned to olympus for inspection, and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the endoscope has a large amount of liquid immersion, there is black water flowing out cause could not be established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported black water came out of the device during reprocessing involving an olympus duodenovideoscope. There was no patient injury reported.